Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 197 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. Customer states they are unable to complete the rewind sequence. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during the prime test due to protruded drive support disk. Unable to perform the occlusion and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed. No blank display anomaly. Insulin pump received with cracked battery tube threads, cracked case display window corner and stripped battery cap(p) coin slot.